Event description:
It was reported that the patient with this left ventricular (lv) lead had a cardioversion performed. Upon checking the lead post cardioversion, there was intermittent loss of capture observed and outputs were increased. Later the patient experienced nerve stimulation. The patient came into the clinic the next day for troubleshooting and the device was re-programmed. At this time, the lead remains in service. No adverse patient effects were reported.